Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterectomy ("hysterectomy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required), chest pain ("horrible gas pains in my chest"), musculoskeletal pain ("horrible gas pains in right shoulder"), insomnia ("haven't hardly slept at all since surgery") and emotional disorder ("emotional mess"). The patient was treated with surgery. Essure was removed. At the time of the report, the hysterectomy and insomnia outcome was unknown and the chest pain, musculoskeletal pain and emotional disorder had not resolved. The reporter provided no causality assessment for chest pain, emotional disorder, hysterectomy, insomnia and musculoskeletal pain with essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.